Event description:
It was reported that the pt experienced an overdose following a pump replacement. The pt was non-responsive. At replacement, the catheter was not aspirated and no back table prime was performed. When a prime of .199 ml for the pump tubing was programmed, the old drug was delivered to the pt. The pump contained baclofen 3500 mcg/ml at a dose of 300 mcg/day. The pt was admitted to the emergency room. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).